Manufacturer narrative:
(B)(4). Additional information: product surveillance left a voicemail for the patient's dialysis nurse explaining an instance of iipv was found, dates, volumes, and cause. Device evaluation: the homechoice was evaluated by the product analysis lab. The homechoice was determined to meet the specification requirements relative to the iipv identified via log review. The assignable cause was determined to be an insufficient drain (use error-tidal removal set too low). Review of the service history reveals the homechoice passed all required tests and calibrations prior to its release from baxter. Review of the labeling finds the homechoice apd systems patient at-home guide sufficient for the user error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) patient event log. On (B)(6) 2010 the ultrafiltration volume was 1623ml during cycle 4.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.